Manufacturer narrative:
Evaluation and review of manufacturing records are currently in process. A supplemental report will be submitted when evaluation is concluded.

Event description:
Nurse reported an incident of a hypoglycemic patient who presented with initial blood glucose of 36. Subsequent to arriving in the ICU, there were discrepant results reported between two meters which were run at different times.

Manufacturer narrative:
Subsequent to submission of the initial MDR submitted as a product problem, nova biomedical received mw5064318 which provided additional information to the reported event. The customer complaint could not be confirmed. The blood glucose test strips in question were not returned for evaluation as the facility reported there were no strips left to return. The evaluation was performed utilizing the retained test strips. Retained nova statstrip glucose test strip lot#: 0314251309 and lot#: 0315335309 meet the performance acceptance criteria. There were no discrepant values obtained during the testing of the retained nova statstrip glucose test strips. The customer complaint could not be reproduced with use of the retained test strips. The meter was returned however an investigation could not be conducted as they were identified as nominal return material authorization by the customer; not identified as complaint related returns for investigation.